Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting which resulted in inappropriate shocks. The actual rate was approximately 130 beats per minute (bpm) and possible atrial fibrillation (af) with rapid ventricular response or slow ventricular tachycardia (vt) was discussed. Further evaluation of the rhythm was recommended. It was subsequently reported that the patient would undergo a vt ablation. No adverse patient effects were reported. Additional information was received indicating multiple attempts to optimize sensing were made, however were unsuccessful. This device was explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting which resulted in inappropriate shocks. The actual rate was approximately 130 beats per minute (bpm) and possible atrial fibrillation (af) with rapid ventricular response or slow ventricular tachycardia (vt) was discussed. Further evaluation of the rhythm was recommended. It was subsequently reported that the patient would undergo a vt ablation. No adverse patient effects were reported. This report will be updated should further information become available.